Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Not a single brush head has stayed securely attached: oral-b [device breakage]. Brush heads are loose: oral-b [device connection issue]. Metal pin appears to be shorter than the ones on other toothbrushes: oral-b [device physical property issue]. Case narrative: female consumer via phone reported that the oral-b toothbrush heads have not stayed securely attached to the oral-b rechargeable toothbrush handle, type 3767 and were loose. The metal pin of the oral-b toothbrush handle appeared to be shorter than the ones on other toothbrushes. No injury was reported.

Manufacturer narrative:
On 26-jun-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Not a single brush head has stayed securely attached - oral-b [device breakage]. Brush heads are loose - oral-b [device connection issue]. Metal pin appears to be shorter than the ones on other toothbrushes - oral-b [device physical property issue]. Case narrative: female consumer via phone reported that the oral-b toothbrush heads have not stayed securely attached to the oral-b rechargeable toothbrush handle, type 3767 and were loose. The metal pin of the oral-b toothbrush handle appeared to be shorter than the ones on other toothbrushes. No injury was reported. 28-may-2024 case update: the concomitant product lot number was p2309. No injury was reported. 13-jun-2024 case update from information initially learned on 28-may-2024: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.